Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic laparoscopic hysterectomy salpingectomy and left ovarian cystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 17-dec-2020: pif received: "previously reported event injury to herself replaced with medical device removal and made medically significant and intervention required due to surgery." Reporter and essure removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation in 2015, ovarian cystectomy (laparoscopic) in (B)(6) 2015 and obesity. On 1(B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (robotic laproscopic hysterectomy salpingectomy and left ovarian cystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the heavy menstrual bleeding and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and heavy menstrual bleeding to be related to essure. The reporter commented: upon follow-up information on 26-apr-2022: essure removal description: patient's left. The right fallopian tube and ovary were placed on stretch. The mesosalpinx was transected, leaving the fallopian tube attached. This was carried through the round ligament down through the broad ligament to the anterior uterus. The bladder was dissected off of the lower uterine segment gently. The uterus was then deflected to the patient's right and the left tube and ovary placed on stretch. The left mesosalpinx was transected. This was carried inferiorly through the round ligament and broad ligament and the uteroovarian ligament to the cervicovaginal junction. The incision was extended to meet up with the lower uterine segment bladder flap, which had already been started from the other side. The bladder was dissected further from the lower uterine segment. With the uterus fully retroverted, I entered the vagina at the cervicovaginal junction until the blue koh ring was visible. The vaginal balloon was insufflated. This incision along the koh ring was carried circumferentially along the anterior uterus, stopping at the uterine vessels bilaterally. The uterus was then anteverted and the cervicovaginal junction entered posteriorly until the blue koh ring was visible. This incision was carried circumferentially along the posterior koh ring to the uterine vessels bilaterally. The uterus was then deflected to the right, and the left ascending uterine artery clamped, transected, and ligated using the vessel sealer. The uterus was then deflected to the left and, in a similar fashion, the right ascending uterine vessel clamped, transected, and ligated using the vessel sealer. The cervicovaginal junction was transected along the koh ring bilaterally through the uterine vasculature. Once the uterus with attached cervix was completely transected, the specimen was removed vaginally. The patient tolerated procedure well. Findings: a 3 cm left ovarian simple cyst. Normal pelvic anatomy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: right essure coil within the endometrial cavity farther than normal, which may be having an impact on her endometrial lining and menstrual cycle. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2022: adverse event "medical device removal" updated to "menorrhagia"; adverse event "dysmenorrhea" added to the case; reporter added; removal history updated; patient history and lab data updated based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic laproscopic hysterectomy salpingectomy and left ovarian cystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-jan-2021: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.